Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend instrument's clamp jaws failed to open during the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.